Event description:
Caller states the patient tested 13 mg/dl and 375 mg/dl on inform system 1 while inform system 2 reported a result of 99 mg/dl within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.

Manufacturer narrative:
This medwatch is for suspect device in inform system 2. Reference medwatch with a1 patient for suspect device in inform system 1.